Event description:
The facility reported an infusion pump with a failure code 812:02 which was discovered during biomed testing. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.